Event description:
On (B)(6), 2010, the reporter contacted lifescan (lfs) on behalf of the patient alleging that a one touch ultramini meter read inaccurately high compared to feelings/normal readings. The patient manages her diabetes with sliding-scale humalog insulin and also lantus insulin. The reporter indicated that the alleged issue started on (B)(6), 2010, at an unspecified time. The reporter reported a blood glucose reading of "338 mg/dl." According to the reporter, the patient's normal blood glucose levels are around in the "100-150's" (mg/dl). An hour and half to two hours after the alleged issue began, the reporter claimed that the patient developed unspecified symptoms of feeling like she was having "low sugars." The reporter denied that the patient received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what specific symptoms the patient developed, what her last meter reading was before the symptoms developed, and what actions (if any) the patient took based on the last meter. In addition, it would have been helpful to know if the patient tested her blood glucose while feeling symptomatic, what actions she took before and after the symptoms developed, what date/time the reported meter reading of "338 mg/dl" was obtained, and what date/time the alleged issue began. The patient did not have control solution for troubleshooting. Through troubleshooting, the customer service representative (csr) noted that the meter was not coded correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed unspecified symptoms of feeling like she was having "low sugars" after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is: k061118